Manufacturer narrative:
Bun controls were outside of range after the event.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ureal urea/bun on a cobas 6000 c (501) module. The initial value was reported outside of the laboratory. The sample was repeated due to issues with control recoveries on the analyzer. The repeat result was believed to be correct and corrected report was issued. The sample initially resulted with a bun value of 26 mg/dl, which repeated as 45 mg/dl. The bun reagent lot number was 51002701, with an expiration date of 31-jul-2021.

Manufacturer narrative:
The field service engineer was dispatched to check the instrument. The engineer replaced various parts and performed adjustments and cleanings. The provided instrument alarm trace did not indicate any issues. The investigation determined the service actions resolved the issue.